Event description:
Customer reportedly received results of 523 mg/dl and 235 mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on the device results. No adverse event reported. No controls were used. Requested return of suspect device and replacement was sent.